Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 513 mg/dl. Cause was not known. A manual injection was administered to address bg. At the time of the report, the customer reported observing no issues with the cartridge, insulin, or pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.